Manufacturer narrative:
Exemption number e2015055. Three devices were received for evaluation; three event were confirmed during testing. One device was found to be affected by corrosion. Two devices were found to have lack of lubrication. This device is not repairable and was not returned to the user facility. There were no remedial actions taken.  This device is not labeled for single-use.

Event description:
This report summarizes "3" malfunction events in which the device overheated. There was no patient involvement; no patient impact.